Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A materials manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was requested but none was provided. There was no reported harm or intervention in the initial report. The dialyzer has not been returned for investigation. In a follow up, the clinic facility administrator (fa) clarified that the blood leak occurred 20 minutes after initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the fibers on the venous port side. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately >200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A materials manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was requested but none was provided. There was no reported harm or intervention in the initial report. The dialyzer has not been returned for investigation. In a follow up, the clinic facility administrator (fa) clarified that the blood leak occurred 20 minutes after initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the fibers on the venous port side. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately >200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A materials manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was requested but none was provided. There was no reported harm or intervention in the initial report. The dialyzer has not been returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.